Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Apollo bearing was returned for evaluation and visual examination of the returned part indicate scratches, nicks and gouges onto the inferior and superior surface and gouges and traces of blood along the edges of the condyles. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional/corrected information, which was unknown at the time of the initial medwatch. The following sections were updated: (B)(6). Date of event - (B)(6) 2017. It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eighteen years post-implantation due to polyethylene wear. During the procedure the surgeon noted that the central post was eroded down to a height of approximately 3 mm. The surgeon also noted that the joint fluid was clear and there was very minimal synovitis. The polyethylene articular surface and patella component was removed and replaced. Other relevant history - patient had unilateral implants implanted in the left knee on same date as right revision. Implant date - (B)(6) 1999. Explant date - (B)(6) 2017. Device available for evaluation? - oct 18, 2017. (B)(6). Date received by MFR - oct 6, 2017. Type of reports. If follow-up, what type? - additional information. Device evaluated by MFR? - no; code - 02. Additional MFR narrative. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eighteen years post-implantation due to polyethylene wear. During the procedure the surgeon noted that the central post was eroded down to a height of approximately 3 mm. The surgeon also noted that the joint fluid was clear and there was very minimal synovitis. The polyethylene articular surface and patella component was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product retained by hospital.

Event description:
It was reported following a knee arthroplasty, the patient was revised due to the poly bearing being worn. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown apollo femur size 3, unknown apollo tibia size 3. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient will undergo a revision procedure due to unknown reasons. It is expected that the articular surface will be removed and replaced. No revision has been reported to date.

Manufacturer narrative:
Reported event was confirmed by review of a photograph of the explanted tibial bearing; the device exhibited extreme wear on the superior portion of the post and additional wear along the edges of the condyles. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.